Manufacturer narrative:
Explant date. If explanted, give date: not applicable as to date the lens remains implanted. (B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation (the lens still implanted). Therefore the reported issue cannot be verified. The manufacturing process record was evaluated. There were no related nonconformance reports. The product was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that in a one (1) year post-op, a female patient experienced dysphotopsia in her right eye (od) with an intraocular lens (iol), model zcb00 (19.0 diopter). The symptoms began right after surgery and the account is considering iol exchange. Treatment actions to date: dry eye/ocular surface disease treatment&#62597;stasis, punctal plugs, artificial tears: improved, but symptoms persist miotics: no benefit cycloplegia (assuming possible ciliary spasm): pain improved, but dysphotopsia persisted gabapentim: some improvement in pain, but dysphotopsia persists. The patient reported that light is the issue and has been the issue since her cataract surgery. The further right the source of light, the greater discomfort (ocular pain and spasm). That halos are always present when viewing an independent light source within an otherwise dark environment. The patient reported that the sense of a flashlight shining in her eye that worsens as the flashlight moves to her right and ultimately over her right shoulder (light from over her right shoulder being the most severe). What patient feels is increasing ocular pain usually followed shortly by flutter and eye jitter especially more pronounced when reading. The patient reported that when she puts on prescription reading glasses to read, she typically experiences pain and flutter within 5-10 minutes of use. Light reflecting off any surface at any time from her right initiates symptoms and that at night when she viewed their lamp post, it had halos all around it. The patient described her progress /improvement, that dry eye symptoms appear to be under control using refresh celuvist and refresh long lasting optive. Gabapentin, when taken has significantly improved overall comfort, but comfort is still compromised by light from the right and usage of prescription reading glasses. The patient remains needing the large black sun glasses over her prescription glasses and always must position herself so as to avoid light from her right whether direct or reflected.